Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had received the end of service (eos) message. A company representative met with the patient and confirmed the ipg is end of life (eol). The device is still providing therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient's ipg was explanted and replaced on (B)(6) 2019. Post-operatively, stimulation therapy was restored.